Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? Please clarify, did the same suture break twice? How many devices demonstrated the alleged deficiency? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a right inguinal tension-free repair procedure on (B)(6) 2025 and suture was used. The patient was admitted to the hospital for surgery due to a right abdominal hernia at 10 am. The surgery proceeded smoothly according to routine procedures. At 10:50 am, the doctor sutured the incision with suture, but when knotting, the suture broke. The suture broke twice, and at 10:52 am, the suture was replaced and successfully sutured. No adverse patient consequences were reported. Additional information was requested.